Event description:
It was reported that a malfunction occurred after the pump was worn during an x-ray procedure, and the malfunction code "malf 24" was displayed, which could not be reset. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was informed by technical support to use mdi as backup therapy while a replacement pump was sent. Instructions for returning the faulty pump and managing the new device were provided, and these were acknowledged by the customer.